Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. During priming, saline leaked from the catheter handle. The handle was opened revealing a fracture in the fluid lumen. The aforementioned leak in the handle also created an electrical short in the connector, consistent with the power delivery issue. The catheter shaft also had a kink in the shaft just distal to the strain relief, consistent with the location of the fractured lumen tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the shaft damage, fractured fluid lumen, and energy deliver issues remain unknown.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
A leak was noted in the catheter during the procedure.